Event description:
It was reported that prior to using bd vacutainer® sst¿, closure separation was seen with one tube leading to the suspension of the analyzer as the pipette stopped working. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
Investigation summary: bd had not received any samples or photos for investigation. The retained samples could not be tested due to decapper incompatibility with the customer's decapping machine. Instead, a visual inspection was conducted on 30 retained samples for defective products, and all of them passed without any failures. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has not been confirmed for the indicated failure mode: closure separation. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Manufacturer narrative:
E1. Initial reporter facility name: (B)(6). There were multiple 510k numbers reported to be involved. The information is as follows: g.4. PMA / 510(k)#: k230855. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that prior to using bd vacutainer® sst¿, closure separation was seen with one tube leading to the suspension of the analyzer as the pipette stopped working. No adverse impact was reported regarding the patient or user.